Manufacturer narrative:
12/17/96 - supplement report #1 submitted to FDA. Since the submission of the initial medwatch report with this reference number, it has come to the co's attention that this is a duplicate of a previously reported event. Please disregard this event submitted under this reference number.

Event description:
The product was used during an ankle prosthesis implant. The suture knot was loose. The hosp has reported no pt injury occurred.